Event description:
Customer reported receiving an inaccurately low blood glucose result. Customer received a reading of 104 mg/dl on their precision xtra blood glucose meter compared to a laboratory of 270 mg/dl obtained within a 10 minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Please note that the customer reported to have not had their meter properly calibrated for a month.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.